Manufacturer narrative:
Device is a combination product. Event date and if implanted, give date - (B)(6) 2010. Device evaluated by manufacturer - the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-01452 and 2134265-2011-01450. It was reported that post a stenting treatment procedure, an allergic reaction occurred. In (B)(6) 2010, three taxus liberte stents were implanted in an unspecified location. The patient has been having "an allergic reaction to something related to the stent placement" since the implant occurred. The patient is "being treated by an allergist and it is believed that the reactions are coming from the coatings on the stents".